Event description:
It was reported that the 2800 system would not boot or power up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor pcb. The system was tested and found to be working as intended and placed back into service.